Event description:
It was reported that this inflatable penile prosthesis had fluid loss. The cylinders were ruptured. The device was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders, pump and reservoir were microscopically examined and tested for leaks. Cylinder one had a rupture/hole and broken fabric threads at corner of a fold in the middle of the cylinder. Cylinder one had buckling folds in the middle of the cylinder, and it had a wear at fold in the proximal end of the cylinder. Cylinder one had a leak at corner of a fold in the middle of the cylinder. Second cylinder had a hole in the outer tube from sharp instrument in the proximal end of the cylinder. Second cylinder had a wear at fold in the proximal end, middle, and distal end of the cylinder. Under microscope observation, contamination (bodily fluid) was found within the momentary squeeze (ms) pump. The ms pump kink resistant tubing (krt) was worn to the filament. The reservoir krt was worn to the filament and had a hole from a wear. The reservoir krt leaked due to wear. Product analysis confirmed the reported allegation. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis had fluid loss. The cylinders were ruptured. The device was removed and replaced. No patient complications were reported.